Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "an issue removing the implant from packaging. Sticky packaging issue".

Event description:
Healthcare professional reported "an issue removing the implant from packaging. Sticky packaging issue". This record is for not implanted device.